Manufacturer narrative:
Internal complaint reference:(B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, when the surgeon went over the edge of the distal femur the burr plunged outside of the cut plane and removed bone outside of plan. The cut surface was mostly white and the burr should not have plunged. The bone that was removed did not impact the outcome, the case was executed as planned. Surgery was finished without any delay with the same device. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
H3, h6. The real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. The clinical/medical investigation concluded that the current health status of the patient is unknown. The cori user manual [rev d 500230] recommends working perpendicular to the cutting surface while utilizing the exposure control mode which minimizes cutting beyond the target surface. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Patient impact beyond the reported femoral gouge is not anticipated since there was reportedly no impact on the outcome and the case was executed as planned without patient injury or delay. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. Refer to the real intelligence cori for knee arthroplasty user manual, section assembling the robotic drill for proper set up and handling the failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with the cut technique. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. The clinical/medical investigation concluded that the current health status of the patient is unknown. The cori user manual [rev d 500230] recommends working perpendicular to the cutting surface while utilizing the exposure control mode which minimizes cutting beyond the target surface. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Patient impact beyond the reported femoral gouge is not anticipated since there was reportedly no impact on the outcome and the case was executed as planned without patient injury or delay a complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. Refer to the real intelligence cori for knee arthroplasty user manual, section assembling the robotic drill for proper set up and handling the failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. As part of corrective action, this software defect has been resolved on cori software version 1.7.1 and above. Although the reported problem was not confirmed through visual, functional, or log file evaluation, factors contributing to the reported symptom may have been associated with a software issue. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.